Event description:
On (B)(6) 2007, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that after a revision procedure to reimplant the ipg at a greater depth, the charger stopped communicating with the ipg. The doctor revised the pt and tested the ipg, to determine if it would communicate when out of the pocket. The ipg failed to communicate with several other chargers when tested. The doctor then decided to replace the ipg on (B)(6) 2010.

Manufacturer narrative:
Evaluation results: the device history and sterilization records were reviewed and found to meet specifications; no anomalies were noted. The ipg was visually inspected and found to be discolored at the septums and scratches were noted on the can. The ipg was functionally tested and passed the auto test and successfully communicated with the lab charger when within a distance of .5cm to 2.5cm, which is within specification. The ipg also communicated with the pt programmer. Conclusion: the cause of the reported event could not be confirmed. The ipg passed all functional tests and communicated with the lab equipment and charger. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.